Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is (B)(4).

Event description:
It was initially reported by a consumer on (B)(6) 2017 that a corneal ulcer was experienced due to the use of the contact lenses. Additional information received from the consumer on (B)(6) 2017 stating that eye redness was noted on (B)(6) 2017. Consumer went to an eye care professional (ecp) on (B)(6) 2017 and was diagnosed with corneal ulcer in the right eye (od). Consumer was prescribed with tobramycin and dexamathasone ophthalmic suspensions. Consumer states that the treatment is used with a regimen of four drops four times a day. Consumer stated that the ecp advised that she may resume contact lens wear once symptoms resolve completely. Consumer states that the redness has subsided and consumer will no longer return to the ecp for follow up. Additional information has been requested but not yet received.